Event description:
It was reported the patient experienced ¿burning and tingling¿ in their implantable neurostimulator (ins) pocket. It was noted the ins pocket site was revised (B)(6) 2009. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot# v015855, implanted: (B)(6) 2007, product type lead; product ID 3487a-33, lot# v007997, implanted: (B)(6) 2007, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).